Manufacturer narrative:
Company rep replaced the power supply and the problem resolved.

Event description:
Customer reported the panorama central station display would not turn on, which may have resulted in loss of telemetry monitoring. No pt injury was reported.